Event description:
It was reported that the syringe 20ml ll 60/pkg plunger broke in half while withdrawing medicine. The following information was provided by the initial reporter: "the plunger broke in half when the pharmaceut were withdrawing drugs."

Manufacturer narrative:
H6: investigation summary: two photo samples were provided to our quality team for investigation. Through visual inspection, the tip is observed to be completely detached from the syringe. A device history review was performed for reported lot 2011066, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2011066 were used for additional evaluation. All product was visually inspected, no damage or molding defects were observed in the tip and all tips are firmly attached to the syringe. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll 60/pkg plunger broke in half while withdrawing medicine. The following information was provided by the initial reporter: "the plunger broke in half when the pharmaceut were withdrawing drugs."